Event description:
MFR rep reported a pt in withdrawal (specific symptoms not reported) was admitted to the intensive care unit. The pump was reprogrammed. The pt was stable and ready to be discharged. No further info on pt symptoms or outcome were available at the time of this report. F/u is in progress, and an updated report will be submitted when add'l info is rec'd.